Event description:
Incident was reported in 07/03. Exact date of incident was not provided by customer. Customer's family member reported that the customer went into a seizure and was transported to the hospital by paramedics. Freestyle reading was reported to have been higher than hospital test. Customer was admitted to hospital for a few days and treated with intravenous fluids. Three weeks later, a similar event occurred. Customer's family member reported that the customer was admitted to the hospital. Customer's glucose level was very low, but not seen on the freestyle meter.